Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries and subsequent surgery; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. H.11: this MDR was a duplicate of event/device information submitted under MDR 1213643-2019-08908. Please refer to MDR 1213643-2019-08806 for detail of event and device. Updated fields: g7, h2, h10. Note: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2012. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix kugel hernia patch. As reported, the attorney alleges patient experienced emotional distress and the device was defective. Corrected information: this MDR 1213643-2019-08908 represents a duplicate submission. Please see MDR 1213643-2019-08806 for event/device details.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries and subsequent surgery; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2012. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix kugel hernia patch. As reported, the attorney alleges patient experienced emotional distress and the device was defective.